Event description:
Ccu nursing staff opened bd alaris pump infusion set IV tubing and found it to be in two pieces. The tuning was disconnected from at one of the y sites. There was an obvious crack or tear.